Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion, the patient experienced urinary tract infection, dysuria, frequency, nocturia, urgency and burning on urination. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with combined colporrhaphy and cystoscopy. It was reported that patient underwent mesh revision on (B)(6) 2006 by dr. (B)(6) due to exposed vaginal mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapsed on (B)(6) 2005 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.